Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735825ent, serial/lot #: 603000626, ubd: , UDI#: h3, h6) a manufacturer representative went to the site to test the navigation system. Testing revealed the break-out-box (bob) was replaced and the system performed as intended. Codes b01, c02, and d02 are applicable to this system checkout. H3, h6) 9735825ent was returned to the manufacturer for analysis. After functional testing and visual/physical examination, the reported issue was confirmed. The lemo connector was missing the inner sleeve/clam shell. If plugged in, it would short the controller on the test station. Codes b01, c07, and d02 are applicable to the returned product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used in a procedure in which there was patient involvement. It was reported that the system displayed "localizer faulted". There was troubleshooting present, it was reported that the representative (rep) had the site perform multiple reboots and reseated the emitter but the issue persisted. There was no reported impact to patient outcome. Additional information was not provided. Additional information was received. It was reported that the issue occurred intraoperatively in a functional endoscopic sinus surgery (fess), there was a 30-minute surgical delay, and there was no impact to patient outcome. Additionally, the sequence of events that led to the reported behavior was that the nurse plugged in the flat emitter once patient was positioned on the operating room (or) table and noticed that the bottom red banner on the screen did not go away <(>&<)> said ¿localizer faulted¿. The system was restarted and cables were reseated with no change in behavior.